Event description:
The pt stated that, she has experienced high blood glucose readings for approximately 3 weeks. She has been injecting insulin via syringe to lower her blood glucose. She stated, that her highest reading (569 mg/dl) occurred in 2007. She reported blood glucose readings of 317 mg/dl, 101 mg/dl, 368 mg/dl, 231 mg/dl, and 261 mg/dl the following month. The patient stated, that today she discovered insulin had leaked into the cartridge compartment when she changed her insulin cartridge. The patient stated, that her physician is not certain the infusion device is functioning properly. The patient stated that 2 weeks ago, she noticed the clock of the infusion device was off by 12 minutes and she corrected the time. She stated 1 week later, the clock was off 12 minutes again and she again corrected the time. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.